Event description:
Caller reported issue with continuously removing air from cartridge during air removal step of loading process. There was no adverse impact to customer's blood glucose level. Customer was informed that the t:slim cartridge's white septum was not designed for multiple punctures. Customer switched to a different cartridge and successfully loaded it before contacting support. Caller was able to resume insulin after loading new cartridge.